Event description:
Pt read 348 mg/dl on the assure bgm, but the lab results were 32 mg/dl. The following day, same pt read 322 mg/dl. No lab results were taken. Pt received 70/30 insulin in addition to 14 units of regular insulin. Pt did not feel well and was taken to the hospial where pt's sugar level was 40 mg/dl.